Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument failed the functional test. The instrument was placed on an in-house system for latex cut test. The scissors did not cut cleanly through .006 latex. The latex gets snagged at the scissor tips. The blade edges are not damaged, but exhibited wear at the tips, negatively affecting cut performance. The electrical continuity testing was performed and passed. Failure analysis also observed pad printing removal. The affected area measured approximately .082. Failure analysis concluded the pad printing removal was likely due to mishandling. Failure analysis also observed scratch mark/abrasion on the tube reinforcement ring. The scratch measured approximately .108. Evidence not conclusive, the scratch marks damage was likely due to mishandling. Failure analysis also observed main tube was cracked. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. The electrical continuity test was performed and passed. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the monopolar curved scissors instrument was dull to use. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.